Event description:
Health professional reported after treatment in the tear troughs and malar region with juvederm ultra (unknown) the patient experienced intermittent burning/warmth and flushing on one side of the face. The patient was thought to have an infection and was prescribed two rounds of antibiotics due to the intermittent flaring of the adverse symptoms.

Manufacturer narrative:
(B)(4)